Manufacturer narrative:
Product event summary: the delivery catheter was returned and analyzed. The mechanical operation of the catheter peeling/slitting/splitting showed a spiral slit. Visual analysis of the lead indicated damage during use. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, the physician experienced difficulty slitting the catheter. It was noted that the slitter got stuck more than half way through the catheter, and the pull wire was completely exposed "out of the catheter." After the pull wire exposure was corrected, the physician was able to finish slitting the catheter with no further issues. No patient complications have been reported as a result of this event.